Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to the reservoir migrated from position. A surgical procedure was performed in which the reservoir was replaced with a new 100 ml reservoir. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.